Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was using an external neurostimulator (ens) for urgency frequency. It was noted that the patient's trial started on (B)(6) 2021. It was reported that the patient stated they know their therapy is not working and feels a wire may have come loose.  The patient increased the stimulation on the right side and is feeling it comfortably at 4.1. The patient was advised to contact their clinician with concerns and for advice.